Manufacturer narrative:
(B)(4). Exact date of event is unknown. Reportedly, right after implantation. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced blurred/waxy vision right after the implantation of zmb00 intraocular lens (iol) in both eyes. Visual acuity following implant was reported as follows: right eye: 0.8 diopter (20/40). Left eye: 0.8 diopter (20/50). Both lenses were explanted and replaced with non amo monofocal iol's. Visual acuity was as follows after replacement. Right eye: f0.8 diopter (20/40), lately f 1.0 diopter (20/20). Left eye: 0.8 diopter (20/40), lately f 0.8 diopter (20/40). Visual acuity was reported as in good condition now. No further information was provided. This report represents the lens implant in patient's right eye. A separate report is being filed for the lens implant in the patient's left eye.

Manufacturer narrative:
Device evaluation: complaint device was not returned to the manufacturer for investigation. Therefore, reported complaint cannot be confirmed. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. Only units that meet cosmetic inspection criteria are subjected to optical inspection. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, historical complaint review and labeling review, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.